Manufacturer narrative:
(B)(4). The product was investigated under complaint # (B)(4) in the laboratory of the manufacturer. This additional complaint was opened in order to cover the leakage detected at the connection of the tube onto the blood inlet connector. The leakage was most probable caused by shifted cable ties. No evidence was provided that this failure was noticed within the initial complaint report. The information obtained so far in this investigation would confirm that the device met its specification at the time of manufacturing and therefore all damages found on the product are due to excessive or inadequate external physical force that was exerted on the product after the release. The exact root-cause which led to the described failure could not be identified. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary.

Event description:
During lab investigation of complaint # (B)(4) a leakage was detected at the connection of the tube onto the blood inlet connector. This additional complaint was opened in order to track and trend the failure. Ref: (B)(4).